Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse reviewed the ise (ion selective electrode) calibration report, and noted the sodium (na) sample reference level 1 calibration result was -6300, and found that the o-ring for chloride (cl) electrode was not seated properly. The primary cause of failure was determined to be the o-ring not being seated properly. The fse cleaned the flow cell and replaced the carbon bridge as part of flow cell cleaning procedure; flushed the mc sample probe and replaced the o-ring to resolve the issue. (B)(4). Beckman coulter internal identifier is (B)(4).

Event description:
The customer stated two (2) erroneous erratic patient results generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium), cl (chloride), co2 (carbon dioxide) and calc (calcium) on their unicel dxc 800 pro instrument. The erroneous patient results were not reported out of laboratory. There is no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. Customer provided data for two (2) patient samples.